Manufacturer narrative:
Analysis noted that the set screw was completely backed out from the set screw thread as a result of unscrewing the set screw too far. When the screw was re-engaged with the connector block, the screw operated normally in affixing a lead to the device. Interrogation of the device revealed the device was above eri when received. The device's functionality was bench tested; the test leads were fully inserted and secured without difficulty. Telemetry, sensing, pacing, pli, hvli, patient notifier, hv shock and hv impedance were tested. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04729. Related manufacturer reference number: 2938836-2019-04730. It was reported that the left ventricular (lv) lead exhibited no capture. The lead was noted to be dislodged under x-ray it was seen that the lead had pulled back out of the cs. The lead was explanted. It was also noted that in september, the right ventricular (rv) lead was noted to have externalized conductors. The lead continued to remain stable, so the physician decided to leave it active and continue to monitor the implanted rv lead. When the patient's device was connected to the new lv lead, the set screw would not secure. Several attempts were made, and a new torque wrench was used with no success. The device was explanted and replaced. The patient was stable.